Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.